Event description:
It was reported that the bur guard melted and the pt received a burn to the lower lip (severity of burn unk). The pt was treated with ointment, and the case was completed with back up equipment.

Manufacturer narrative:
Investigation results indicate that the event was likely caused by the bur guard coming into contact with the nose cone of the drill during use. This contact can result in the bur guard overheating and melting. The warning which is sent with every bur guard, as well as the instructions for use, state the proper installation for the bur guard.